Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and correction. Updated fields: b5, d4, d8, d9, h2, h3, h6, h11. Correction: e3. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: damage on cable unit. A root cause could not be identified. Based on the results of the investigation, it is likely the damage to cable unit led to flickering of image. The most probable cause of cable unit damage was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device presents a flickering image. The malfunction occurred during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
E1 - address 1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.